Event description:
It was reported that pump displayed malfunction alarm malf 16 that could not be reset, and no additional details were provided about events prior to the issue or blood glucose impact. There was no reported impact to the customer¿s blood glucose level. Customer planned to switch to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.